Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath and a non-abbott guidewire. The size of the device was determined using transesophageal echocardiogram (tee) and angiography. The procedure was completed without issue. The patient remained hemodynamically stable throughout the procedure. The patient returned 45 days after the procedure on (B)(6) 2022, and a standard follow-up tee showed the occluder was not found in the left atrial appendage. An x-ray was performed, and it was determined the occluder had embolized to the descending aorta in the abdominal region. The patient did not have any symptoms. On the same day, the embolized device was successfully removed in a non-emergent procedure through the groin. A replacement device was not implanted. The patient remained in the hospital for one night after the explant. The cause of the device embolization was unknown. There were no other reported adverse effects. The patient was reported as stable.

Manufacturer narrative:
An event of device embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.